Event description:
N/a

Manufacturer narrative:
Updated fields: b4,g3,g6,h3,h6(type of investigation, investigation findings, component code, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Battery test/maintenance was performed on the device to resolve the issue. Device in normal operating conditions. Functional tests performed with positive outcome.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit had a request for battery test maintenance. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.